Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported that '4-0pds was used', but it was captured on (B)(4) product code sxpp1b105 (sfxspi pds+ uni vio 18in 3-0 sa ps-2 pr). Please confirm the product code. Additional sutures were placed using 4-0 pds sutures. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that patient underwent a by a total knee arthroplasty (tka) on (B)(6) 2025, and suture was used on the dermis. During the surgery, the suture was broken at the end of the dermal suture. 4-0pds was used. The suture was broken after about 10cm of stitching and it's possible that the suture got tangled with the needle, but the cause is unknown. It was not a control release needle. Additional suture was performed to complete the case. There were no adverse consequences to the patient. Additional information was requested.